Event description:
During a follow-up, there was a decrease in r-wave sensing and an increase in capture that resulted in intermittent capture on the right ventricular (rv) lead. A revision procedure was scheduled, however, during the repositioning procedure, the helix of the rv lead would not extend. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. The reported event of helix would not extend was confirmed. Visual inspection revealed that the helix was retracted and clogged with blood/tissue. X-ray inspection revealed overtorque of the inner coil consistent with procedural damage. After cleaning and cutting, the helix could be extended and retracted. The cause of the helix would not extend was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies except for procedural damage.